Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a depleted battery. There was reportedly no patient involvement.